Manufacturer narrative:
If new information is received, an follow-up report will be submitted.

Event description:
Boston scientific received information that during a recent clinical follow-up, this right atrial lead had exhibited high pacing thresholds; lead confirmed dislodged. During a revision procedure, the lead was removed and another boston scientific atrial lead of same model type was successfully implanted. The explanted lead will not be returned for a post market evaluation. Additionally, the physician stated the patients cardiac muscle in conjunction with the implant orientation, contributed to this clinical outcome. No allegations of a product malfunction.